Event description:
Problems with amo's complete moisture plus. I went to an urgent care center in 2007, with eye problems -scratchy and watery eyes- and was diagnosed with conjunctivitis -pink eye- and was given a prescription. I went through the entire prescription and not much had changed. I went to my personal doctor approx one and a half months later, and was diagnosed with just having allergies. Told to take claritin, alavert or loratadine. These products also did not help. The following month, I was at my son's ball game when my vision became blurry, and I had to leave to go and get my glasses. A couple of other moms told me about the recall at that time. I came home and checked and found that my brand was one that was recalled, but no the lot # although one of the numbers was very close to mine, but I went and bought a different brand. I was having to buy a new bottle this week, and I noticed the recall letter now stating that all lot #x have been recalled. I called amo today and reported my problems that I had as well as the ones that I still have. I still can not wear my contacts as I previously had -overnight as I still have some drainage-. Dates of use: approx three months in 2007. Diagnosis or reason for use: contact disinfecting. Event abated after use stopped or dose reduced? No.